Manufacturer narrative:
The device was not returned to olympus for evaluation. The olympus endoscopy support specialist (ess) covered what the cleaning steps were and reviewed what accessories and equipment was needed to properly reprocess the scope and subsequently scheduled a follow up in-service. During the follow-up in-service, the ess educated the staff on the proper reprocessing procedure and provided cleaning, disinfection and sterilization information contained in the manual. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during an onsite visit, it was observed that the facility staff did not brush the scopes as part of the cleaning process and not performing precleaning, leak testing, or manual cleaning. Instead, the scopes were placed directly into the oer-mini reprocessor. There were no reports of patient harm or infection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the defect was caused by mishandling by customer. Olympus will continue to monitor field performance for this device.